Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Device received with sleep current measurement due to moisture damage on electronic board stack. Moisture damage on motor assembly and corroded force sensor assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error with open book image on the screen. Customer's blood glucose value was 6.7 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.